Event description:
The ceramic ring fell off in the pt's joint space, during a decompression case. Conmed console used at 140cut/50coag. Surgeon converted to an open procedure to attempt ceramic ring retrieval. Not all of the ring could be retrieved. Surgery extended over 30 minutes.

Event description:
The ceramic ring fell off in the patient's joint space during a decompresion case. Conmed console used at 140cut/50coag. Initial information submitted on 2/22/06, indicated that not all of the ring remained in the patient. Follow up with sales representative indicated that the entire ring was retrieved from the patient but the surgery extended 30 minutes. This device is used for treatment.

Manufacturer narrative:
DHR revealed nothing relevant to this event. Evaluation determined the ceramic ring was missing from the device but several pieces of the ring were returned. The coating surrounding the ceramic ring is jagged. Two gouges are noted in the coating at the tip close to the coating edge and at the bottom of the electrode. Manufacturer's evaluation indicates the event may have been related to process variations during coating or by damage caused by the surgeon. A definitive cause cannot be determined.